Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a recent follow up that a CT revealed a type iii fabric endoleak in an iliac limb of a talent lps custom device 14x14x130 between the 3rd and 4th stent rings. The patient elected to reline the limb with an endurant stent graft. The type iii fabric endoleak was resolved. The physician does not know the cause of the event. No additional sequelae were reported and the patient is fine. Please note that this device, talent lps custom, is not marketed in the united states; however, it is similar to the united states marketed device, talent aaa. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.